Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-03-31 reporting that on (B)(6) 2017 impedance testing was checked and all were within normal limits. Reprogramming was performed. It was unknown what caused the reported issues. It was unknown is the issues had resolved. However, it was reported that the patient was receiving good therapy at the time of the reprogramming on (B)(6) 2017. Information regarding patient weight was received. No further complications were reported.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. On (B)(6) 2017, it was reported that the patient had a loss of therapy and pain, which began in (B)(6) 2017. Additional information was then received on (B)(4) 2017, reporting that the patient was getting good coverage from their ins, but that they felt like the stimulation was not the same as ¿before.¿ it was reported that they would increase their stimulation to their comfort level, but then the stimulation would fade. It was reported that the patient would then increase their stimulation again, but then stimulation was too much. It was reported that this occurred on (B)(6) 2017. It was reported that the patient did not have any parameters changed, no falls/traumas, they had never been in overdischarge, just discharge and their impedances were within normal limits. It was reported that their battery voltage was currently at 3.74v. It was recommended that the patient follow-up with their healthcare provider (hcp). No further complications were reported/anticipated.